Manufacturer narrative:
The manufacturer's service representative performed an on site investigation. A blown fuse was replaced. All cables and connectors were tightened. The system was tested and is operating as intended.

Event description:
The customer reported that there was no image displayed on the 7900 system. No patient injury was reported.